Event description:
The customer's husband stated that the customer was hospitalized with low blood glucose. No blood glucose reading was reported. The husband stated that the insulin pump had been exposed to x-rays and CT scans several times prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. The husband did not feel comfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.